Event description:
It was reported that during the implant attempt, the right ventricular lead had large variable and high lead impedance. The thresholds were also unacceptable. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. Blood on the electrode - tip electrode was noted.